Event description:
It was reported that the t:slim x2 pump battery would not charge, resulting in a power source alert, alert 07, and eventually leading to a pump shutdown. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Customer's blood glucose ranged from 200-270 mg/dl.